Manufacturer narrative:
This report is for unknown ao pelvic c-clamp unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided (B)(4): for patient that received secondary internal fixation which included dorsal and ventral stabilization of the pelvic instability after five (5) days. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: schutz, m., et al. (1996). Clinical experience with two types of pelvic c-clamps for unstable pelvic ring injuries, (injury. 27 (suppl. 1) 1996; pp s-a46-s-a50). Germany. The study objective was to compare the advantages and disadvantages of the two clamps in clinical practice and to record and compare the handling and stability of the clamps. The case study included a total of nine (9) patients who were treated from september 1992 to september 1993 for unstable type c pelvic fractures in the resuscitation room with a pelvic clamp. All patients had various injuries including; an accident from a fall from a great height occurred in five (5) cases. Four (4) cases were involved in a road accident, and in two (2) cases, the patients were run over by a lorry. Except in one (1) case, where the clamp was applied in the operating room, all patients were treated immediately on admission. The ao pelvic c-clamp was used in five (5) cases and the ace for the other four (4) cases. Patients were split into groups iii and IV and rated via a polytrauma score (pts). The following complication was reported: patient number eight, who was in a road traffic accident and was treated with an ao pelvic c-clamp, received secondary internal fixation which included dorsal and ventral stabilization of the pelvic instability after five (5) days. This is report 1 of five for (B)(4). This report is for an unknown ao pelvic c-clamp. This report is for five (5) devices.